Event description:
The caller alleged discrepant results when compared with two different meters (inratio and coagcheck). The results are as follows: inratio meter 2.4. Coagucheck meter 2.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio meter with coagucheck meters. The results are as follows: inratio meter 2.4. Coagucheck meter 2.7. Average 2.55. Stdev 0.21. %cv 8.32. As per the internal procedure, the %cv is less than 20% criterion is met and the product will not investigated.